Event description:
It was reported that: patient is complaining of severe pain on the inside of his left knee. Patient is also complaining of shooting pain in his left knee. Patient states that he has had pain since he had the surgery in 2012. Patient reports having had physical therapy that was unsuccessful. Patient wants to know if his knee implant has been recalled.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left triathlon knee. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Manufacturer narrative:
An event regarding pain involving a triathlon knee was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation as they remain implanted. A device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. The event could not be confirmed nor the root cause determined due to the minimal information received. No further investigation for this event is possible at this time. The following new product was added to the complaint after the initial medwatch was submitted: cat. No.: 5510-f-301, triathlon cr fem comp #3 l-cem, lot code: s3spf. Cat. No.: 5550-g-319, triathlon symmetric x3 patella, lot code: toy3. Cat. No.: 5520-b-400, triathlon prim tib baseplate - cemented, lot code: frlo. Cat. No.: 6192-1-001, simplex p speedset full dose 1 pack, lot code: dhs022.

Event description:
It was reported that: patient is complaining of severe pain on the inside of his left knee. Patient is also complaining of shooting pain in his left knee. Patient states that he has had pain since he had the surgery in 2012. Patient reports having had physical therapy that was unsuccessful. Patient wants to know if his knee implant has been recalled.